Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm vista volite xc immediately after surgery patient experienced severe pain in the right cheek. Four days later, patient experienced bleeding on the right cheek, slight bruising and dry skin and pores. Two days later, experienced worsening of the right cheek's color and next day redness with pressure, swelling and decreased sensation. 240 units of hyaluronidase were injected exclusively into the area with discoloration. Cefcapene pivoxil was also prescribed orally. Visit 10 other hospitals, prescribed oral tramxamic acid introduced anti-inflammatory cocktail at ldm. Continue oral tramxamic acid.